Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported machine shutting during patient use. There was no patient harm due to device shutdown.